Event description:
It was reported to boston scientific corporation in 2007 that a hydrothermablator procedure set was used during a endometrial ablation procedure (event date unknown). During the procedure, the patient received a burn in the cervix area. Reportedly, post procedure, the patient later had a hysterectomy. No further information is available.

Manufacturer narrative:
The device is not expected to be returned because the suspect device has been disposed. A device evaluation cannot be performed.